Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system was unable to come out of the guide catheter. After the insertion of a non-bsc guide catheter and guide wire, the 3.0x20mm taxus express2 drug eluting stent (des) was inserted, but unable to come out of the guide catheter. Reportedly, "using some force", the physician pulled out the guide catheter, guide wire stent and stent delivery system (sds). A new guide wire, guide catheter and another 3.0x20mm taxus express2 des were used to complete the case successfully. There were no patient complications reported and the patient's condition was listed as "ok".